Event description:
Medical record reviewed 7/28/99. Pt was involved in mva on 6/24/99. On 7/14/99 pt underwent orif to right acetabular fracture with iliosacral screw and pubic synthesis placement. Synthes 2.5 drill bit broke off into pt's right hip during surgery. Per surgeon, no injury nor incident for pt. User error due to breakage of drill bit tip. Pt with no negative outcome. Pt discharged to home in stable condition on 7/27/99.